Manufacturer narrative:
Lead break visualized on portion of lead between strain relief and generator. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Manufacturer rec'd report indicating system diagnostic testing resulted in high lead impedance reading following generator replacement surgery indicating possible lead discontinuity. X-rays reviewed by manufacturer identified a discontinuity within the lead. Revision surgery is likely. No serious injury was reported.